Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the verification request was needed but was rejected. The technical support specialist communicated with the pharmacy to obtain approval for the required action. With the customer's assistance, the approval was successfully secured. The issue has now been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user mentioned that nurse verification request got rejected. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.